Event description:
Home patient was disconnected from the homechoice device during drain 3/4 by cutting the lines of the homechoice set from the solution bags. Home patient reports not feeling well and wanted to get off the device, but could not remove the homechoice set or bags. Home patient could not remember how to disconnect properly because of a stroke several months ago. No patient injury or medical intervention reported.